Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the user disconnected the IV (dilaudid drip and normal saline) from the patient to change the gown and bedding. When re-connecting the tubing the user heard "cracking noise" and noted a crack on the spin collar. The dilaudid was discarded and new IV was ordered thru pharmacy. The user is not certain how long the tubing has been in use. There was no report of patient harm.